Event description:
On (B) (6) 2010, this patient underwent surgery for bleeding from an ulcerated area that may have eroded into the aortic arch. A gore tag thoracic endoprosthesis was implanted in the descending thoracic aorta. A gore excluder aaa endoprosthesis aortic extender component was implanted for proximal extension; it was reported that the aortic extender component deployment line was difficult to pull. After deployment, however, angiography revealed that the aortic extender component had covered the left common carotid artery. The physician was unable to pull the aortic extender component down into the gore tag device due to tumors growing around the left common carotid artery. The physician chose to leave the device as is. One (B) (6) 2010, the patient reportedly presented with weakness of the left side. A reintervention has not been performed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. . Code: according to the gore excluder aaa endoprosthesis instructions for use, the aortic extender component is intended to provide an extension of the proximal end of the trunk-ipsilateral leg component.